Manufacturer narrative:
To date, no pt's info was provided; however, a clinical investigation remains ongoing. A gambro technical svcs (gts) field rep checked out the machine: he tested "b" / "a" conductivity, diascan, temperature, ph probe, pt sensor and found them were all within MFR's specs. The svc tech ran the machine in t1 test and completed a good 30-min treatment with no alarms and confirmed ultrafiltration rate on machine.